Event description:
Pt self tester reports discrepant results with meter compared to lab. Date: unk, inratio: 7.x, lab: 5.x (uncertain of decimal values). Date: (B)(6) 2010, inratio: 3.1, lab: 2.5. Ten-fifteen mins between results. Pt's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.